Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm during the prime on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to disconnect the drain line extensions. The hp stated they have been reusing the drain line extensions since saturday. The tsr assisted the hp to press go. The hc primed. The tsr advised the hp to attach 2 new drain line extensions to the set up. The hp was contacted on (B)(6) 2011. The hp stated they did not develop any adverse reactions or need any medical intervention as a result of reusing therapy supplies. The hp stated that they are currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of drain line was confirmed. The root cause was not identified. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.